Event description:
Additional information received reported that the catheter that had a structure was replaced, and the patient was receiving morphine intrathecal, and all was well. The reporter was not sure exactly where the structure occurred. None of the previous catheter was remaining in the patient; all was removed. The patient's pump died as a normal course of the pump's life and he went on oral medication. The patient didn't think he needed the pump but realized once it was no longer working that it was highly effective. The patient had more pain without the use of a pump. This was the patient's decision to not replace the pump when the battery depleted normally. Therefore the patient decided to get a new pump when the pain returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump went to end of service (eos) in (B)(6) 2014; and ¿everything was working fine up until then,¿ but the patient elected not to have it replaced. The patient reportedly did not realize how much it was helping him, and had tried oral medications, but decided to get it replaced after all. The pump was being replaced on the date of the report and the reporter was unable to aspirate the catheter, and questioned if there was still drug in the catheter based on eos. It was discussed with the reporter that the catheter could be full of drug. When they went to replace it, they found the catheter was occluded, and made several attempts to just replace portions of it; however, they could not get good flow and decided to replace the entire catheter. The pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039907r, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: catheter. (B)(4).